Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf device code a1502 captures the reportable event gel misplaced - vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. The procedure was done with general anesthesia. The patient wanted stereotactic body radiation treatment (sbrt), the physician reviewed the computed tomography (CT) scan and the hydrogel seemed to be in the venous plexus and moving down to the apex. Magnetic resonance imaging (MRI) was performed on (B)(6) 2024, that revealed most of the hydrogel was in the right place. However, the axial slice and sagittal image showed an infiltration within the serosa. The patient's current condition is unknown at the time of this report.